Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. During the evaluation, the instrument showed evidence of fracture. Root cause of the event was most likely attributed to excessive impactions and bending overload; however, a conclusive root cause could not be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible care and handling of instruments, it states, ¿surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling.¿

Event description:
It was reported that patient underwent an initial total hip arthroplasty on (B)(6) 2016. During the procedure, the inserter fractured at the tip. Subsequently, the pieces were retrieved from the patient, and the surgery was completed without delay using a second inserter. No further information has been provided.